Event description:
Complainant alleged that during a routine shift check of the device, the medic attempted to print a code summary, but when the "summary" button was depressed, the device started to analyze and charge on its own. When this malfunction occurred the device was preconnected to a multi-function electrode, which was stored in the back pouch of the device carrying case. The complainant indicated that there was no patient involvement in the reported malfunction.